Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a device manufacturer representative (unknown who reported to the representative) regarding a patient receiving morphine (20 mg/ml at 7.587 mg/day) and bupivacaine (10 mg/ml at 3.793 mg/day) via an implantable infusion pump. It was reported that the patient was getting "non effective therapy, pain relief." The patient was added onto surgery schedule for a catheter revision. On the day of surgery the pump was interrogated and the logs showed multiple motor stalls. The event date was unknown. Both pump and catheter were replaced on (B)(6) 2018. Both would be returned for analysis. There were no known environmental, external or patient factors which may have led or contributed to the issue. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (B)(4) found no significant anomaly related to the complaint. There was slight o-ring damage noted. Analysis of the implantable intrathecal catheter (B)(4) found no significant anomalies. If information is provided in the future, a supplemental report will be issued.